Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for hdlc4 hdl-cholesterol plus 4th generation (hdl) and chol2 cholesterol gen.2 (chol) on a cobas 8000 c (701) module - c701). The erroneous results were not reported outside of the laboratory. (B)(6). No adverse events were alleged to have occurred with the patients. The hdl reagent lot number was 234855. The chol reagent lot number was 233175. The reagent expiration dates were asked for, but not provided. Based upon review of the reaction data, it appears that there was no sample pipetted. Upon review of the alarm trace, it was observed that abnormal aspiration errors occurred during the time of the event.

Manufacturer narrative:
Based on the errors observed in the alarm trace and the reaction kinetics, the issue was determined to be related to pre-analytic sample handling.